Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Data retrieved from oct 2010 to nov 2014 found events consistent with the 37 events reported in the article with emdr submitted during that period. Therefore, this file is to document the review of the article. [(B)(4)].

Event description:
Per the society for healthcare epidemiology of america study: "37 reactions occurred within minutes of PICC insertion." (P. 3). Reference: anaphylaxis and anaphylactoid reactions associated with the insertion of peripherally inserted central catheters: a multiyear comparative retrospective cohort study. Christina s. Thornton, jody dumanski, cherylanne margherit, sandra vaz-gonsalves, sheryl mcdiarmid, michael d. Parkins and john m. Conly.